Event description:
It was reported that the right ventricular (rv) lead showed high thresholds due to a macro dislodgement. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.